Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 8 years 10 months post implant of perfix plug, patient was diagnosed hernia recurrence and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2008) is considered to be a best estimate. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009: patient was diagnosed with reducible right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, "there was a small indirect inguinal hernia identified on the right side. The hernia sac was dissected from the cord structures. A perfix plug was placed and sutured. A patch was then placed on the inguinal floor." (B)(6) 2017: patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent open repair with removal of mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, "there was too much scar tissue easily identify the ilioinguinal nerves. The mesh was freely floating and not really adherent to anything other than the cord itself. All of the old mesh was removed. A bard marlex mesh was placed medially to the defect." Attorney alleges that the patient had mesh migration, mesh shrinkage, nerve damage, pain and hernia recurrence.